Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the customer reported failure mode of a broken tip from a mcs instrument. The date of the da vinci surgical procedure is unknown. In addition, the part and lot 's of the mcs instrument involved with this complaint are unknown. Isi has attempted to contact the surgeon to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the surgeon claimed that the tip of a mcs instrument fell inside a patient's abdomen and was retained. According to the surgeon, the instrument fragment was found and retrieved during a surgical procedure performed 6 years later.

Event description:
It was reported that after completion of a da vinci-assisted sacrocolpopexy procedure performed on an unspecified date in 2009, a foreign object was found and retrieved during another surgical procedure performed on (B)(6) 2015. The surgeon claims that the foreign object came from the tip of a monopolar curved scissors (mcs) instrument used during the da vinci surgical procedure. The type of and reason for the surgical procedure performed on (B)(6) 2015 is unknown.

Manufacturer narrative:
On (B)(6) 2015, the surgeon contacted intuitive surgical, inc. (Isi) and provided the following information regarding the reported event: the da vinci sacrocolpopexy with hysterectomy procedure was performed on (B)(6) 2009. The da vinci surgical procedure was uncomplicated and there were no noted malfunctions of a da vinci system, instrument, or accessory. The foreign object was detected after an x-ray was performed for an unspecified reason. The patient had complaints of some mild abdominal pain that the surgeon indicated was probably unrelated. The patient requested to have the foreign object removed since she needed to have MRI scans performed for other unspecified reasons. The surgeon indicated that the procedure to remove the foreign object was uncomplicated and the patient was currently doing well. The surgeon stated that the site's pathology department had a picture of the foreign object. However, the surgeon was checking with the site's legal department to see if the picture could be sent to isi for evaluation. The surgeon believed that the foreign object came from robotic scissors. Based on the additional information provided, this complaint will remain reportable due to the following conclusion: the surgeon claimed that the tip of an mcs instrument fell inside a patient's abdomen and was retained. According to the surgeon, the instrument fragment was found and retrieved during a surgical procedure performed 6 years later.